Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer reused cartridges. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 377 mg/dl.